Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description, it was noticed that there appeared to be scratches on the intra ocular lens (iol). Unsure of the cause and it was necessary to rotate the toric iol to correct alignment during the initial procedure, surgeon does not believe the scratches came from the paddle used to complete the rotation during the initial procedure. Also, could not see the scratches on visual axis post operatively and the patient was asymptomatic of any issues. No further information expected as reporter unwilling to provide additional information.